Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reported that on november of 2015 they did a bolus from the pod and their blood glucose levels went low and they went into a coma. The patient was taken to the hospital and was there for 24 hours. Patient stated they were treated with intravenous therapy.